Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer has accidentally dropped the insulin pump and the driver support cap was crooked, but the mother has pushed it back when the customer was disconnected from the device. It was stated that the mother does not trust the insulin pump anymore and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.